Event description:
It was reported that the patient was at the first post-operative refill session. The nurse emptied the pump for refilling and a volume discrepancy occurred. The expected reservoir volume (erv) was 2 milliliters (ml) but the actual reservoir volume (arv) was 18.5 ml. The cause of the discrepancy was reported later as a knot in the catheter was found. There was some movement in the synchromed placement in the large patient. The patient experienced a reduce efficacy and increase in spasticity symptoms due to the lack of drug delivery. The nurse believed the patient will have received the 1.5 ml as the patient did find benefit in therapy post-operative for a few days. The explant and the replacement of this catheter was planned but the date was not known. It was reported as unknown if troubleshooting occurred. This device system delivered baclofen. Additional information was requested to clarify the location of the catheter issue, resolution and current patient status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# unknown, product type: catheter. (B)(4).